Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this device, the patient experienced pulseless electrical activity of unknown etiology. An echocardiogram was performed and a perforation was ruled out. The patient was reported to have recovered from the episode and was discharged from the hospital. There were no additional adverse patient effects reported. The device remains in service.